Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of premature baby death ('at (B)(6) weeks / I gave birth to her on (B)(6) / she lived for almost 15 minutes') in a female neonate whose mother had inserted essure during pregnancy. Other product or product use issues identified: foetal exposure during pregnancy "foetal exposure during pregnancy ". The mother's concurrent conditions included premature rupture of membranes since 2012 and oligohydramnios since 2012. Last menstrual period and estimated date of delivery were not provided. In 2012, the mother had essure inserted. In 2012, the neonate was diagnosed with premature baby death. The reporter considered premature baby death to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. A female infant whose mother had fallopian tube occlusion insert inserted was born at (B)(6) weeks and died within 15 minutes of birth (premature baby death). This event is anticipated in the reference safety information for fallopian tube occlusion insert. In this case, this pregnancy was diagnosed 2 weeks after fallopian tube occlusion insert insertion (medical device monitoring error), and was complicated by preterm premature rupture of membranes and secondary oligohydramnios. Fallopian tube occlusion insert has been previously associated to premature rupture of membranes, premature labor and premature delivery. In this case, although cause of death was not provided, it was most likely related to extreme prematurity, and causality between the premature delivery and fallopian tube occlusion insert cannot be excluded. Therefore, company assesses premature baby death as related to the suspect device. Considering the serious injury described, this case was regarded as incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of premature baby death ('at 22 weeks / I gave birth to her on 2012 / she lived for almost 15 minutes') in a neonate whose mother had inserted essure (batch no. 508297) during pregnancy. Other product or product use issues identified: foetal exposure during pregnancy "foetal exposure during pregnancy ". The mother's concurrent conditions included preterm premature rupture of membranes since 2012 and oligohydramnios since 2012. Last menstrual period and estimated date of delivery were not provided. In 2012, the mother had essure inserted. In 2012, the neonate was diagnosed with premature baby death. The reporter considered premature baby death to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2020: quality safety evaluation of ptc. A female infant whose mother had fallopian tube occlusion insert inserted was born at 22 weeks and died within 15 minutes of birth (premature baby death). This event is anticipated in the reference safety information for fallopian tube occlusion insert. In this case, this pregnancy was diagnosed 2 weeks after fallopian tube occlusion insert insertion (medical device monitoring error), and was complicated by preterm premature rupture of membranes and secondary oligohydramnios. Fallopian tube occlusion insert has been previously associated to premature rupture of membranes, premature labor and premature delivery. In this case, although cause of death was not provided, it was most likely related to extreme prematurity, and causality between the premature delivery and fallopian tube occlusion insert cannot be excluded. Therefore, company assesses premature baby death as related to the suspect device. Considering the serious injury described, this case was regarded as incident. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.